Event description:
It was reported via repair work order that the prongs on the power cord was broken which causing the plug to spark. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.